Event description:
It was reported that twice during the case, the adenoid tip dislocated from the gray finger grip. No pt injury reported.

Manufacturer narrative:
The device was discarded after use by the customer. Therefore, no failure investigation for the root cause was performed and the reported event could not be confirmed. No failure investigation was performed because the complaint device was not returned. The lot number was not reported for this complaint, the inspection of the lot history record for plasmablade tna could not be performed. Medtronic advanced energy will continue to monitor for this type of occurrences.